Manufacturer narrative:
Concomitant product(s): model: d314drg, ICD; implanted: (B)(6)2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional (hcp) phoned in to tech services inquiring about possible programming suggestions for the patients t-wave oversensing (twos) on the patient's right ventricular (rv) lead. Multiple ventricular tachycardia non-sustained (vtns) events had been recorded due to the twos. Programming options were presented to the caller. Hcp noted that at this point they are probably not going to make any changes as the events with twos were never detected as an episode, and there really has not been any ill effect from it. The lead remains in use. No patient complications have been reported as a result of this event.